Event description:
It was reported by service report that the brakes were not holding; foot end litter covered was cracked with exposed sharp edges. No pt involvement or adverse consequences are reported.